Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that during the current hemodialysis procedure the chronic hemodialysis catheter (nexstep retrograde) fixed/stuck to the vessel wall. The flow of the blood was completely interrupted. According to the physician, the intake lumen gets blocked because the lumen is apparently being sucked to the vessel's wall which impairs the function of the dialysis pump and causes the pump to shut down. Once the operator rigs the catheter the dialysis can be restarted.